Manufacturer narrative:
Additional data: b5, d9, h3. Corrected data: g1. H6 coding has been updated to reflect completion of the investigation.

Event description:
It was further reported that the fractured component of the interbody was unable to be retrieved from the patient. The patient was reported to be "doing very well" and experienced no adverse consequences.

Event description:
A customer reported that a cascadia an interbody fractured intra-operatively. The procedure was completed with a 10 minute surgical delay.